Event description:
It was reported that the patient's blood glucose level reached 16 mmol/l (288 mg/dl). The pod was worn between 4 and 24 hours on the leg. Hyperglycemia treated with a new pod and correctional bolus.

Manufacturer narrative:
The device was received fully deployed. During initial inspection, corrosion was observed on the pcb. Initially data was unable to be downloaded from the device, due to corrosion in the pcb and insufficient battery voltage. So, a power supply was used to retrieve data from the device. The download data showed no timeouts, drive stalls or alarms during the run. While testing the fluid path, a tear was found in the unexposed portion of the soft cannula. When the distal tip was manually occluded, fluid diverted through the tear causing a leak along the fluid path. This internal leak is what caused corrosion on the pcb, which lead to the device not being able to deliver insulin. No other damages or deficiencies were observed during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.